Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: complainant part is not expected to be returned for manufacturer review/investigation. Customer retaining product. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of a titanium cannulated tibial nail broke at the third most proximal interlocking hole. Two (2) of each screws that broke the type of screws were 5.0mm dual core titanium locking screws. All broken hardware were removed and patient is scheduled for revision proximal tibia surgery at a later date. There is no allegation of malfunction of the end cap. Surgery delayed approximately two hours due to nail being broken and difficulty of removal. The extraction bolt was threaded into the proximal portion of the nail for removal and an incision/tunnel was made through the heel to mallet out the distal segment of the nail. Procedure outcome and patient status are unknown. Concomitant device reported: unknown end caps ((part # unknown, lot # unknown, quantity unknown); unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 10mm ti cannulated tibial nail-ex/345mm-sterile. This is report 1 of 2 for (B)(4).